Manufacturer narrative:
The ICD and the lead were received for analysis and inspected. The ICD was interrogated. The interrogation could be properly performed and revealed the bos battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of an ICD malfunction. The lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The visual analysis showed multiple signs of wear along the lead. In particular in the distal end region the insulation was found worn through, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. During the electrical analysis, the dc resistances of the received conductor were measured. A short circuit was detected. Further damages such as a deformed fixation helix, most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 30 months, oversensing on the ventricular channel was observed via homemonitoring. The lead and the ICD were replaced.